Event description:
It was reported that the customer loaded around 200 units of insulin into the cartridge. The customer then received an empty cartridge alarm. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.